Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with motor error alarm during occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to a faulty force sensor resistor (gold). The motor passed motor test. All the buttons functioned properly and no moisture damage found on keypad traces, electronic assembly or motor. (B)(4).

Event description:
The customer's friend reported via phone call that the insulin pump had multiple motor error alarms, keypad anomaly, and moisture damage. The friend stated the numbers on their keypad are not scrolling. Customer's blood glucose was 213 mg/dl. She stated the drive support cap appears intact, but was exposed to an x-ray. Troubleshooting was performed and pump passed the displacement test. Friend stated the insulin pump was exposed to water. The friend was advised tell the customer to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.